Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) in a clinical study (sdy). It was reported that imaging was done on (B)(6) 2019 and showed the device with the tip overlying the anterior left s3 foramen without evidence of hardware complication. The event was still ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient in a clinical study (sdy) who was implanted with a neurostimulator (ins) for urinary dysfunction. It was reported that the patient was bothered by a deeper sensation near their rectum, which they attributed to the device. They had pain near the rectum, left scrotum, and testicle. An x-ray of the sacrum was taken on (B)(6) 2019 but results were not reported. It was noted that the discomfort was resolved by an occasional tylenol. It was also reported that the pain and discomfort felt electrical in nature and the patient wanted to try to turn the device off. The therapy was suspended on (B)(6) 2020. A cause for the event was not reported and the event was noted to be ongoing. No further complications were reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot#: va0a4av, implanted: (B)(6), product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that on (B)(6) they turned the device off to see if the pain was related to the ins. On (B)(6) it was reported that there was no resolution of the pain with the device off. The event was not due to programming. Lead 2 was non-functional. A cystoscopy showed urethral erosion and a clearly visible aus cuff device. No patient complications were reported as a result of this event.